Manufacturer narrative:
(B)(4).the sample was not returned therefore, no evaluation will be performed.

Event description:
Baxter product surveillance was notified by a nurse at (B)(6) on (B)(6) 2010 that a homechoice patient (hp) developed peritonitis (date unknown). During a follow up call to the facility nurse, the following information was provided: the nurse stated that she feels that she does not have to give baxter any information regarding the patient's status based on hipaa. The nurse declined to provide further information and requested that baxter does not call her back regarding this event.